Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance increase from the 300 ohm range to the 1005 ohms but it came back down 875 ohm during a device check in the clinic. These impedance measurements are within normal specification limits. The rv threshold was noted to have increased from 0.9 volts at 0.5 milliseconds to 2.8 volts at 0.5 milliseconds also at the device check. In addition, it was noted there was a stored non-sustained ventricular tachycardia episode, which exhibited noise. The noise could not be reproduced with typical arm movements, isometrics and pressing palms together. The rv lead was subsequently surgically abandoned and replaced. There were no additional adverse patient effects.